Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Patient retained.

Event description:
It was reported that removal of painful hardware of proximal humeral plate. The surgeon did not comment on the reason for the pain. No additional information will be provided to the sales rep from the hospital.